Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2008 and pelvic floor repair mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of laparoscopy with lysis of adhesions and bilateral salpingo-oophorectomy during mesh implantation in order to treat pelvic pain, residual ovary syndrome, stress urinary incontinence, cystocele, rectocele and vaginal prolapse. It was reported that patient underwent the following procedures: (B)(6) 2010: voiding cystourethrogram and on (B)(6) 2011, a cystourethroscopy. It was also reported that the patient underwent a transurethral resection, multiple times, with recurrent mesh material within the bladder on (B)(6) 2010, and (B)(6) 2011. A cystoscopy was performed on (B)(6) 2011 and after excision of eroded bladder sling, a cystourethroscopy with bilateral urethral catheterizations was done on (B)(6) 2011. Placement of a new mid urethral mesh sling and placement of a suprapubic catheter was done on (B)(6) 2011 as well as transvaginal removal of bladder eroded mesh/ excision of residual material and monarc subfascial hammock placement as noted per sticker. Subsequent procedures performed were a cystogram ((B)(6) 2011) and a cystoscopy ((B)(6) 2012). A transurethral resection of mesh complicated by small bladder perforation was performed and a CT scan showed striated nephrogram suggesting severe pyelonephritis on (B)(6) 2012. Subsequent procedures performed: (B)(6) 2012: cystogram , (B)(6) 2012: cystoscopy and (B)(6) 2012: removal of mesh, repair of bladder and possible bilateral reimplantation of ureter and rectus was planned. Rectus fascial pubovaginal sling placement ( percuflex sticker right and left noted) and a cystoscopy were performed. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01298. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced recurrent urinary tract infection and urinary urgency.

Event description:
Details: it has been reported that following insertion the patient experienced recurrent urinary tract infection and urinary urgency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01298. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2010 due to eroded mesh and recurrent bladder infection. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01298. The same patient is represented in each medwatch.